Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 56 (mg/dl). Customer consumed glucose tablets to treat bg levels. Reportedly, the customer was more active prior to low bg event. Recommendation was made to consult with health care provider to discuss diabetes management.